Manufacturer narrative:
(B)(6).

Event description:
Distributor requested investigation of a cadd medication cassette reservoir that allegedly emptied too quickly. No further information is known at this time.

Manufacturer narrative:
Three used samples were returned for evaluation. The examination of the returned sample showed no discrepancies. The returned devices were given delivery accuracy testing and all were found to deliver within system specifications. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The reported issue could not be confirmed during device testing. The root cause of the reported issue could not be verified as the device function as expected.